Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that moving parts of the trigger did not move smoothly. It was further determined that the device failed visual inspection. It was reported that the trigger of the battery reamer/drill device had been assembled upside down and the trigger lock ring was loosened. It was reported that, as a result, it was not possible to fully depress the trigger. However, due to the trigger being assembled upside down the electronic control unit (ecu) did not get a signal from the magnet and the device was not running at all. It was reported that after the device was dismantled, deformed parts were found inside the trigger assembly. It was reported that when the handpiece was tested after reorganization of the trigger assembly it did not show any deviation. It was determined that the deformed parts could be linked to improper assembly of the trigger. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that during pre-surgery testing it was observed that the ring at the root of the switch of the reamer device was floating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery reamer device, and the reported condition that moving parts of the trigger of the device did not move smoothly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).